Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed a distorted image occurring during angulation due to a faulty charge-coupled device (ccd) cable. The device was repaired and returned to asset inventory. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the bending section received strong physical stress caused by insertion/withdrawal into/from trocar. Due to this stress, the bending tube probably touched the ccd cable. This may have caused the ccd cable breakage. It is also likely the ccd cable breakage was due to excessive pulling stress caused by excessively bending universal cord or video cable. The following is stated in the instructions for use which can prevent the event: "do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the image was not stable and that there were black wavy lines. This issue was found during preparation for use. No patient involvement or injury was reported. No additional information has been obtained.